Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the lead was bent out of the package, with it appearing that the plastic tube the lead is housed in having a definite curve. The lead was not implanted as the hcp did not trust it was straight, and it was confirmed that the box was not damaged in any way. The hcp also attempted to roll the lead on a scrub trolley to see if it had a bend or if it was straight but the test was inconclusive. A new lead was opened and implanted, resolving the issue with no related patient symptoms alleged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead kit 3387-40 quad 1.5 mm sp dbs 40 cm lot # 0213427540 found no anomalies. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. It was noted that the lead straw is bent, but that the lead and stylet are unaffected by the bend with no functional or visual anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.